Event description:
The hosp reported that the cone tip detached from the unit during an endoscopic saphenous vein harvesting procedure. The pa was able to retireve the tip without complication to the pt.